Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend. The customer¿s blood glucose was 369mg/dl and the sensor glucose was 42mg/dl when threshold suspend was triggered. The customer reported that they had been having problems with the pump. She stated the sensor was showing that she was low but she was high. Customer stated her sensor was reading 60mg/dl and she got to work and she feel sick so she ate but once she got home she had 583mg/dl blood glucose reading. She gave herself a manual injection. She only had a burger with a water. Sensor glucose and blood glucose difference was not within acceptable range. The customer's blood glucose value was 369mg/dl at the time of call. Insulin delivery was suspended due to sensor glucose values of 42mg/dl. Suspend on low limit in sensor settings was 60mg/dl. The sensor will not be returned for analysis.